Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient¿s ipg would not charge. The patient will undergo a revision procedure wherein the pocket site will be revised and the ipg will be replaced.

Event description:
A report was received that the patient¿s ipg would not charge. The patient will undergo a revision procedure wherein the pocket site will be revised and the ipg will be replaced.